Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 230 mg/dl and ketone level was trace. Customer delivered a bolus via the pump to address the elevated bg and then went to the emergency room (ER). Customer was treated with intravenous insulin and saline. Healthcare provider did not identified ketones as dangerous. Elevated bg resolved and customer was discharged from ER after approximately 7-8 hours with no permanent damage. Cause of elevated bg was not known. Although the customer did not check the infusion set for damage, customer thought it may have been related to the event. There was no issues identified insulin, or cartridge at time of event. Pump system was performed and pump was found to be functioning as intended.